Event description:
Boston scientific received information that approximately two months post-implant the patient with this device developed a pocket infection resulting in product removal. Another device was not implanted and the patient remained in intensive care. Field follow-up confirmed that one day post device removal the patient passed away due to hemodynamic instability. No allegations the explant procedure was a contributing factor and no return of product is expected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.